Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H3- device evaluation: lens was returned dry with debris on product, in microcentrifuge vial. Visual inspection found a haptic torn. Debris throughout the lens was observed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.50/1.00/92, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was exchanged with a same length lens that was implanted vertically due to lens rotation not associated to a low vault. This exchanged resolved the problem.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).